Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery repeatedly during the bolus procedure. The blood glucose reading was 430 mg/dl. The customer's mother stated that the insulin pump alarmed no delivery at least 2 times per day, despite battery, insulin, and infusion set changes. The caller stated that she had tried all remedies already. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.